Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller failing to communicate with the system monitor was confirmed via evaluation of the returned controller (serial number: (B)(4)). The returned system controller was connected to a test power module and system monitor, and communication could not be established. Further evaluation of the controller revealed that the orange data transmission wire in the white power cable was broken, resulting in a loss of communication between the controller and the system monitor. The broken wire and associated communication issue did not affect the controller¿s ability to operate a test pump. The system controller power cables were replaced with test power cables and communication with the system monitor was successfully established. A log file was downloaded without issue. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 1.5 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2020 at 13:03:11 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The communication issue between the system controller and system monitor was determined to be caused by breakdown of the data transmission wire of the white power cable; however, the root cause of the wire breaking could not be conclusively determined through this analysis. The heartmate iii patient handbook (rev. C) was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿ with a sub title labeled ¿system controller alarms, addresses all alarm conditions including, the low voltage advisory alarm, and the actions to take if the alarm occurs. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number (B)(4)) was manufactured in accordance with manufacturing and qa specifications. The system controller, (B)(4), was shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the vad coordinator tried to connect the patient to the power module and the system monitor and was receiving a "no data connection" notification on the screen. The vad coordinator changed out the power module, system monitor, and patient cables three times but there was still no connection to the system monitor. The controller was exchanged and the problem resolved.